Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -09.50 diopter, due to the lens tore during delivery into the patients eye (one haptic was stuck in the cartridge). There was patient contact but no injury. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).